Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that during a follow up, this right atrial (ra) lead was found dislodged, identified with intracranial electrograms and x-ray. Also, the lead exhibited helix retraction issues. This lead was successfully replaced. No additional adverse patient effects were reported. The product is not expected to be returned as it was thrown out.